Event description:
On (B)(6) 2023, patient underwent needle localized lumpectomy. Biozorb placement and left sentinel lymph node biopsy. On (B)(6) 2023. Patient admitted back to hospital for altered mental status. On (B)(6) 2023 - seen by woc nurse, noted to have bruising throughout chest. Scattered, partial thickness skin shears-under l breast, lateral l breast. Scant serosanguineous exudate. No erythema or odor. Hematoma and patient transfused with 1 unit prbc. On (B)(6) 2023 - significant swelling to left breast. On (B)(6) 2023 - patient underwent evacuation of hematoma and removal of biosorb. On (B)(6) 2023 surgery post operative appointment patient noted to have some drainage, no sign of infection, no redness, warmth or odor. Referred to wound care due to large cavity still present. On (B)(6) 2023 -wound care placed wound vac. Patient followed by wound care for 15 weeks until wound closed.